Event description:
Reporter indicated that a patient has not received efficacy from vns therapy. The patient is seeking explant of the devices. Good faith attempts for additional information have been unsuccessful to date.